Event description:
It was reported that before use the foley catheter water was leaking from the inflation lumen area.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that before use the foley catheter water was leaking from the inflation lumen area.

Manufacturer narrative:
The reported event is confirmed manufacturing related. This is addressed by CAPA 12182448. Received 1 all-silicone foley catheter with sample port connector, syringe and packaging label. Verified material number 2758j14, batch number myjx0700 and manufacturing lot number ngju0236. Visual inspection noted a (0.060") hole found under the inflation cap. This does not meet specification per ip7601621, revision 19 which states "cap and valve must be present and assembled the tip of the black material of the valve is visible on the surface of the cap 2 without cuts, holes or tears on the inflation arm." The root cause for this failure, per CAPA 12182448, is the silicone injected into the forming cavity is entering pre-cured, which causes overheating in the gate area or injection point, as a result, the breaking point between the gate and the molded part is not properly generated, which prevents automatic separation. This requires manual detachment, increasing the risk of perforation at the adapter injection point due to the high temperature in the gate caused by the lack of flow in the jacket. Risk review, labeling review, and DHR review are not required as event has already being investigated per CAPA 12182448. Corrections: d, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.